Event description:
This record is a consolidation of q1 2022 records summarized as a part of the FDA voluntary malfunction summary reporting program. This report captures four instances of intraoperative yukon navigated screw inserter tip coupling issues (jamming). In all cases, the procedure was completed successfully with no surgical delay and no adverse consequence to the patient.

Manufacturer narrative:
The devices were not returned for evaluation. Device history records could not be reviewed without either the device or a valid lot number. Complaint history was reviewed for the reported catalogue number and four complaints were identified. The user may experience difficult disassembly of the screw inserter and screw if the hexalobe tip is deformed prior to insertion or becomes deformed during insertion, the inserter is used with complex maneuvers, or if the user is attempting to disengage the inserter in a position not coaxial to the screw shank hex (i.e., removing the device at an angle from the screw). A surgeon's technique (burying the screw, using an entry point and/or screw trajectory that places the screw head closer to the anatomy, etc.) May contribute to this failure mode as well. A conclusive root cause cannot be established. If additional information is received or the device is returned for evaluation, the investigation will be reopened and updated. Device not returned.